Manufacturer narrative:
D6 - explant date updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ae-qas-k521-99 - (unknown knee implants). According to the complaint description, the patient's knee was revised for aseptic loosening of the femur component. A revision surgery was necessary. Aseptic loosening had occurred five years postoperatively. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).